Event description:
Covidien received information stating that during patient use of an ht70 ventilator, the device stopped delivering pressure. Although the ventilator screen remained illuminated, the message bar did not indicate a high priority alarm. The alarm volume would occasionally become inaudible as if it were being silenced. The patient was manually ventilated and transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4). The device has been received by the manufacturer however the evaluation has not yet begun. As additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported "high priority alarm" issue was unable to be confirmed. The ventilator was allowed to operate in normal ventilation mode for ten days in an attempt to recreate the alarm. The ventilator operated without incident. All pressures and peep readings were normal. The ventilator was then allowed to operate five additional days without incident.